Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that a sensor wire was used during ureteroscopy procedure performed on (B)(6) 2021. During the procedure, when the physician was placing the sensor guidewire up the kidney, it coiled and came back down to the ureter. The guidewire became stuck and pierced the ureter. It was reported that the physician believes that patient's ureters were very fragile due to age, amount of chemotherapy and cancer. The procedure was completed with another sensor wire. The condition of the patient was reported as expected to fully recover.